Manufacturer narrative:
(B)(4).

Event description:
It was reported deflation failed. During the use of a 8.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) in an unknown vessel, the balloon was inflated to 8 atm,. The physician had concerns about the inflation because the balloon didn¿t keep the pressure, but was able to be held for one minute. The physician began to deflate the balloon but the balloon didn¿t deflate. The balloon remained stuck at the tip of the introducer sheath and both devices were removed from the patient together. There were no complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger balloon catheter in the lumen of a non-bsc guide sheath. The outer shaft was stretched and necked-down 2 cm from the proximal marker (on the outer shaft). The inner shaft detached from the bonded area of the manifold. There were numerous kinks throughout the device. An inflation device was successfully connected to the hub; however, functional testing was unable to be completed and the device was unable to be withdrawn from the sheath due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported deflation failed. During the use of a 8.0 mm x 40 mm, 80 cm ranger drug coated balloon (dcb) in an unknown vessel, the balloon was inflated to 8 atm,. The physician had concerns about the inflation because the balloon didn't keep the pressure, but was able to be held for one minute. The physician began to deflate the balloon but the balloon didn't deflate. The balloon remained stuck at the tip of the introducer sheath and both devices were removed from the patient together. There were no complications reported. This product is only ous approved but it is similar to an approved us device.